Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose of 313 mg/dl after a supply change while using a steel infusion set, during which the caregiver placed a new infusion site without filling the tubing and the pump was temporarily disconnected. Symptoms included high blood glucose. Outcomes included resolution after troubleshooting and education, with insulin delivery resumed and no further assistance requested. Investigation included phone-based troubleshooting and user education on proper supply change procedures, including priming the infusion tubing. Investigation of this case revealed that the hyperglycemia was consistent with inadequate insulin delivery due to an unprimed infusion line and temporary disconnection. It was concluded, based on previously established findings for similar reports, that the cause was use error related to infusion set and tubing preparation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.